Event description:
Home pt (hp) reports two incidents of incomplete prime of the pt line of the homechoice set. Hp reportedly was able to reprime the line and complete treatment with assistance from baxter tech, with each occurrence. No pt injury or medical intervention required per hp.